Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and other chronic/intract pain. The patient reported that their first implanted device depleted rapidly. The patient stated that they do have high settings and that's the reason that they depleted rapidly. The patient stated this is why they were implanted with a rechargeable device. No symptoms were reported.

Event description:
It was reported that the patient had a battery die on him one time about 5 years prior to report. The patient reported that he was charging the implantable neurostimulator (ins) correctly but it only lasted 8 or 9 months.

Manufacturer narrative:
Concomitant product: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011 product type: lead. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator was replaced on (B)(6) 2011. The type of battery deple tion was unknown.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).